Event description:
Case description: a surgeon contacted pharmacia & upjohn regarding the labeling of a baer veldt shunt. He was about to implant a shunt when he noticed that the preprinted text and picture on the carton was for a pars planar shunt, instead of the regular model shunt. The carton contained a regular model shunt and had an applied label for a regular shunt. The shunt was confirmed to be a regular model and was implanted. At this time, pharmacia & upjohn has been able to trace the potential mix-up of 6 packages that contained regular shunts packaged in preprinted pars planar cartons with the applied regular model. The packaging is being returned to pharmacia & upjohn, and two shunts have been retrieved from the customer site. A visual inspection of the shunts in stock was done and no other incorrectly labeled shunts were discovered. A recall notice was initiated on 24dec99 and a field alert forwarded to the FDA. No other reports have been received with this concern.